Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided e1: last name unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured and needs to be removed from implant.